Manufacturer narrative:
(B)(4). Teleflex received the device for evaluation. The reported complaint of "leak from the helium xducer" is confirmed. The helium regulator assembly failed functional testing. Multiple leaks were detected from the first stage pressure regulator, which is the root cause of the reported complaint. The root cause of the pressure regulator leakage is undetermined. A device history record (DHR) review was conducted for the iabp serial/ lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks.

Event description:
It has been reported via an equipment quality report (eqr). That while on a patient (op) the event occurred. Symptom: the helium xducer is leaking. The customer switched the intra-aortic balloon pump (iabp) for a functioning iabp. Actions: part were replaced.

Manufacturer narrative:
(B)(4).

Event description:
It has been reported via an equipment quality report (eqr). That while on a patient (op) the event occurred. Symptom: the helium xducer is leaking. The customer switched the intra-aortic balloon pump (iabp) for a functioning iabp. Actions: part were replaced.